Event description:
The patient has two leads from the same lot number. It was reported during a trial procedure several electrodes on one of the leads had invalid impedances. The physician repositioned the lead and the issue was resolved. It was noted the procedure was extended by 30 minutes. The patient had effective stimulation post procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.